Event description:
Reportedly, the device was explanted after an implant duration of 0.63 duration due to endocarditis and regurgitation. Per the cer: perimount plus 6900p25mm was implanted to correct pve and mitral regurgitation in 2009 during the event of hvt002498. At about one month prior, symptoms of pve were observed during use of perimount plus 6900p25mm. Customer was monitoring the patient. On the day of the procedure, emergency mvr operation was conducted and perimount plus 6900p25mm reported on hvt002498 was explanted due to mitral regurgitation. This reported perimount plus 6900p25mm was implanted as a replacement and explanted due to pve and mitral regurgitation at about 3 weeks later. Customer commented that there were severe vegetations observed on leaflets. On-x 23mm was implanted as a replacement.

Manufacturer narrative:
In 2009, an updated report was received which included the patient and device serial number. Through follow up with the surgeon, it was learned via email that the implant was performed approx 18 years ago by a surgeon who has since retired. The surgeon was at another hospital; therefore, the medical records are not available to confirm implant date or serial number. However, the surgeon was able to provide the pt name and date of birth. The explant surgeon did state that he was happy with the ring and did not believe the product contributed to the dehiscence or tear; it was a combination of the anatomical peculiarities of the patient, the fragile tissue and the suturing method as there was a different surgical technique 18 years ago. The surgeon implanted a new 4450-34mm device one month prior, as a replacement. The surgeon is out of contact mid 2009, so additional information is unavailable until that time. Through a search in the implant patient registry, it was learned that the implant was 1990, and the implant duration for this device was 221.5 months. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This has been determined reportable per edwards lifesciences procedures. Device shipped from another country in 2009. Evaluation results will be sent to the surgeon in a customer letter.

Manufacturer narrative:
Evaluation summary: multiple cuts in the sewing fabric are evident. Host tissue overgrowth is minimal to moderate. No other inconsistencies detected. X-ray.

Manufacturer narrative:
Requested additional information 05/28/2009. It was learned that this information was reported verbally to the sales specialist & he is picking up the complted experience report from the surgeon. No information as of 06/20/2009. Requested inforamtion and clarification. Unable to complete the device history record (DHR) review as the serial number and patient information is unknown. This has been determined reportable per edwards lifesciences procedures. Device not returned.

Event description:
Reportedly, the device was explanted due to dehiscence. Implant duration unknown. Reported as "implant at reoperation - current ring (classic) dehiscence due to leaflet and tissue tear away from annulus." No additional information provided.